Manufacturer narrative:
Aesculap inc. (Importer, registration no. 2916714) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer, registration no. 3003639970). Exemption number: e2014012 manufacturing site evaluation: evaluation on-going.

Event description:
Country of complaint: switzerland. It was reported that the wrong product was inside the box. The information on the outside of the box (the material and batch number) was different from the product inside of the box (the material and batch number).

Manufacturer narrative:
Samples received: none, pictures. Analysis and results: we have received pictures showing that 2 dafilon pre-printed boxes are labeled as g1118765 and batch 116225 but inside the box there is dafilon code g1118722 and batch 116235. According to the customer information received, the customer received 4 boxes with the same issue. There are no previous complaints of both codes-batches. We manufactured (B)(4) of the code-batch g1118765-116225 and (B)(4) of the code-batch g1118722-116235. There are no units in stock of any of the two products. Products traceability has been checked and it has been determined that this mix-up took place at the moment of preparing the shipment in the warehouse to this customer. Both products were prepared, one after the other and the product labels were probably mixed-up. Remarks: the personnel involved have been informed about this incidence. Final conclusion: we conclude that the complaint is confirmed by evidence of the picture received. Corrective/preventive actions: this complaint is recorded for trending analysis to assess if actions are needed in the future. Nevertheless, it has been implemented an extra control in manual labeling that checks that the product inside and product label are correct.